Event description:
This event was reported as regurgitation. The patient had a successful reoperation and experienced atrioventricular block resulting in a permanent pacemaker implant. Moderate dilatation of the ascending aorta was noted and resected with implant of hemashield graft. No further information was provided.